Event description:
It was reported that the vertical lift column on the 9900 system would not work. The video port was damaged and the wheels would stick. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The ps3 power supply and display controller cable were replaced. The wheel locks were repaired during the service call. The system was tested and found to be working as intended, and put back into service.